Event description:
The customer reported that after a generator test there was a loss of telemetry hospital wide. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.